Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. This incident was determined to be caused by use/user error. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The caregiver (cg) contacted baxter's technical service center requesting assistance with the therapy on the homechoice (hc) during dwell 4 of 4. The cg stated the dwell was stopped. The cg further stated that the home patient (hp) disconnected from the hc to use the restroom but had accidentally dropped the patient line on the floor without the cap. The baxter technical service representative (tsr) advised that the hp would need to end the therapy and assisted with procedure to end the therapy early. There was no patient injury or medical intervention reported.